Manufacturer narrative:
The cycler was returned and an evaluation was completed and there was no failure found. The issue was not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). Although a temporal relationship between the diagnosis of peritonitis and the fresenius products liberty cycler exists, there is no documentation in the file to indicate a causal relationship between any fresenius product and the incidence of peritonitis. The causative agent is gram negative bacilli serratia marcescens, which is most commonly found in catheter associated, wound, and urinary tract infections. The patient reportedly has ongoing constipation that will require a diagnostic colonoscopy. Constipation will have a direct effect on outflow. The patient has been recovering and receiving adequate pd therapy without further issues. A follow-up will be submitted pending plant evaluation.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) reported experiencing drain complications on the cycler when performing ccpd therapy at home. Additionally, the patient reported having peritonitis and had been going to the clinic daily to complete peritoneal dialysis and receiving treatment for the peritonitis. During a follow up call on (B)(6) 2017, the peritoneal dialysis registered nurse (pdrn) confirmed the diagnosis of peritonitis; effluent culture on (B)(6) 2016 was positive for gram negative bacilli serratia marcescens. The patient was being treated with gentamycin 40 mg via intraperitoneal route (unknown initiation date), at the clinic for a 3 week period. The cause of the peritonitis is unknown, however the patient had been constipated and will be undergoing a colonoscopy. The patient is recovering and has been receiving adequate pd therapy.